Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, the electrical parameters of the leads were checked. Upon interrogation, high capture threshold and low sensing threshold were noted on the right ventricular (rv) lead. The lead was capped and replaced, and the patient was stable with no adverse consequences.